Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised. As reported by rep: "patient presented with a periprosthetic fracture of the tibia, requiring a revision. Pt. Received a duracon tka ¿about 20 years ago¿, no complaints were made against the implants. " spoke to rep. The patient's entire duracon knee construct was revised to a triathlon ts knee. The rep confirmed there are no allegations against the implants. The femur was revised due to compatibility concerns with the triathlon baseplate/ insert. Rep provided the revision usage sheet and confirmed that no further information will be available.